Manufacturer narrative:
H11: manufacturing review: per the complaint history review (chr), this is the first complaint reported for this product / lot number combination. However, DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event investigation summary: one photo and one video file were also provided for review. Both imagery's showed a bend present on the shaft close to the sleeve area. The result of the investigation is confirmed for the reported shaft catheter bend issue. The litepac device was returned for evaluation. A bend was present on the shaft 65mm from the distal tip. The catheter hoop was returned and did not have any damage present. The root cause for the reported bent catheter issue could not be determined based upon available information, device evaluation and imagery reviews. Labeling review: the IFU for this litepac rx device was reviewed and the following sections are applicable. Balloon characteristics individual compliance charts are provided on the package label of each product. The semi-compliant balloon has a 8% ± 4% growth in diameter from nominal to rated burst pressure. All inflations should be viewed under fluoroscopy. The litepac balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the litepac pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: contents supplied sterile using ethylene oxide. Non-pyrogenic. Do not reuse, reprocess or resterilize. Reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Use the catheter prior to the use by date specified on the package. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using litepac rx pta catheter with carotid artery stenosis to treat a stenosis. After unpacking the balloon, the physician found that the balloon catheter under the push rod was bent. The procedure was completed with a new balloon.